Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated section of the sample with open packaging was provided for evaluation. Upon visual inspection of the returned sample, the tip of the backcheck valve was broken. Part of the set from the proximal caresite y-site valve and male luer was missing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Furthermore, five retains were tested and passed per specification. As such, the reported defect of detachment is not confirmed to be a manufacturing defect. A statement from the manufacturer advises that clinical staff should use caution when handling the valves. In particular, when attaching/detaching additional devices to the y-site, users should only grip the caresite valve and avoid squeezing the subassembly where the caresite and backcheck valve are bonded together. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: infusomat pump blood set - filter broken. Detailed inquiry description: the following statement is directly from the customers reporting system: blood tubing broke apart distal end port/filter. Pt had not moved or gotten up to disturb tubing.